Event description:
Removal of polyp in stomach. Resolution clip was tested beforehand, open/close technique. No problems/ issues. Once clip was introduced inside stomach, clip malfunction. Was able to grab tissue and close clip. But clip wouldn't release and clip locked. Provider had to pull the entire clip/tissue off.